Event description:
Reporter reported via a distributor that an rt200 adult breathing circuit heater wire was found to have an open circuit while being used. No patient consequence was reported.

Manufacturer narrative:
The rt200 adult dual-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We could not perform a lot check as no lot information was provided. Our monitoring and trending of open circuit heater wires in adult breathing circuits has a rate of occurence worldwide of 44 ppm (a total units affected in all sales) in the last year to january 2009. We will provide a follow-up report verifying the fault upon receipt of the breathing circuit and completion of the investigation.